Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with blank display. Unable to remove battery due to battery due to heavy corroded in battery tube. Unable to perform the displacement test, operating current tests, self-test, and off no power test due to blank display. Cut and open to perform visual inspection found cracked ang bleeding lcd glass, no moisture damaged electronic assembly, motor, vibrator during visual inspection. The test reservoir locked in place properly and no anomaly noted. Unit had broken battery cap, scratched case, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label, missing end cap sticker, cracked reservoir tube window. Blank display due to corroded battery tube and broken battery cap confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump and battery cap were broken. The screen was blank and had a frozen display. The customer reported no adverse event. The event involved product(s) mmt-751nas. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer discontinues the use of the device. The product was returned mmt-751nas.